Event description:
It was reported that a balloon inflation issue occurred. A 2.75 x 30mm agent dcb was selected for treatment. During insertion, the balloon inflated in the guide extension catheter, however, the indeflator device had not been activated. There were no patient complications.